Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 11.4 mmol/l versus 6.0 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 90%. Pt did not experience any adverse events. No further info has been reported.